Event description:
It was reported that the "left one" had been on for quite a while and now the patient was having trouble with her left leg, thigh, and knee. The patient was also worried that it could be the acid coming out of the battery that was causing this. She had this trouble for about a month now and did not see a healthcare provider (hcp) anymore and needed to find a new hcp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturing report #3004209178-2015-00221.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 37092, lot# 277780001, implanted: (B)(6) 2011, product type: accessory; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).